Event description:
Customer reportedly received the following results on 2 different meters within 10 minutes: 11.9 mmol/l (mobile system) and 5.5 mmol/l (aviva system). No adverse event due to the device reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the mobile system. Reference medwatch report with patient identifier (B)(6) for the aviva system.